Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and cervical/neck pain. The hcp was requesting MRI compatibility guidelines for an MRI that was unknown to be due to an issue with the patient¿s problem or therapy. It was reported that the device was working fine, but the patient had a new pain that started so they were not sure if it was caused by the device or if it was other factors that they weren't aware of. The patient was having pain from their neck to the middle of their back which started early last week. It was asked but was unknown if these symptoms were related to the patient¿s device or therapy. It was indicated that they were doing an MRI to determine what the cause of the issue was. It was indicated that this was considered to be a sudden change in therapy/symptoms. The event began early last week in (B)(6) 2018. No further complications were reported/anticipated.